Event description:
Customer reported the images on the right monitor are too dark. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the monitor's brightness. System operates as intended.